Manufacturer narrative:
Information on the reported issue was provided to the customer. A philips field service engineer (fse) was scheduled to inspect the system onsite. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was an error during fluoroscopy and acquisition; system in clinical use on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.